Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced mesh failure, hernia recurrence, mesh adhesions, bowel complications, scarring, disfigurement, defective device, psychological/emotional injuries, loss of enjoyment of life, permanent physical disability, and chronic pain. Post-operative patient treatment included revision surgery.